Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed. A medical assessment conducted by a healthcare professional deemed the information documented in b7 to be not clearly attributable to the alleged product problem. A follow up report will be submitted if additional relevant information is obtained.

Event description:
Consumer reported that upon removal of a tampon, the string separated in one piece. She manually removed the pledget from her vaginal cavity while wearing gloves. Consumer reported the tampon had been in use for a total of 1 hour. She experienced vaginal pain from her gloved fingers following manual removal of the pledget. No treatment was required. She stated that after this event, she checked other tampons in the package and observed the string detached in varying ways, separating in one piece in some instances and separating into multiple pieces in others. These tampons were not used. Additional information has been requested but not yet received.